Event description:
Pump malfunction; per patient cadd legacy sn (B)(4) is "falling apart, held together only by the sticker on the side of the pump." Has 2nd functioning pump. We will replace the pump. Did the patient have a backup device they were able to switch to ? Yes; is the actual device available for investigation? Yes; did the reported product fault occur while in use with the patient? No; the product fault did not cause or contribute to pt or clinical injury. Reported to (B)(6) by pt/caregiver. Dose or amount: 40 ng/kg/min; frequency: continuous; route: IV; dates of use: from (B)(6) 2015 to current; diagnosis or reason for use: pah.